Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (b)(6)2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(b)(4)This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026